Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has with minor scratched display window, cracked case at the display window corners, cracked battery tube threads and missing the end cap sticker.

Event description:
The customer called and reported the insulin pump was losing power quickly and customer experienced a low blood glucose of 32 mg/dl. She treated with orange juice. At the time of this report, customer's blood glucose was 116 mg/dl. There were no issues with customer's priming technique. Customer stated there was an issue with daily totals and there was more basal rate insulin being delivered than normal. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.